Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the "discharge profile fault" flags was a damaged resistor r46 on the defibrillator pca within the monitor. R46, which is the discharge resistor for the high voltage capacitors, and the surrounding surface of the defibrillator pca were charred from overheating. The root cause of the charred r46 cannot be positively identified, but was likely a random component failure. No adverse event resulted from the defective r46. The patient received a replacement monitor.

Event description:
Lifecor customer support noticed several "discharge profile fault" flags on a recent download from a male patient. Support called the patient and could not reach him. Support attempted to reach the patient again on 2/28/08 and could not reach him. On 02/29/08 support called the patient's mother and she stated, she would try to reach the patient and have him call us. The patient called back and support arranged the exchange of the monitor.